Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ mgit¿ 320 system produced a false positive result. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "according to the customer, they had false positive samples and therefore blocked the positions the customer noticed it himself during the counter measurement and reported it on 15.02. To the technician"

Event description:
It was reported that the bd bactec¿ mgit¿ 320 system produced a false positive result. Swabs were taken and sub-cultured with the results returning as negative. Erroneous results were not reported to the clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter: "according to the customer, they had false positive samples and therefore blocked the positions the customer noticed it himself during the counter measurement and reported it on 15.02. To the technician." "Did they perform an acid smear and were the vials sub cultured? -- swabs were taken from the affected samples and then sub cultured. What was the result? -- the affected samples were negative. Were any erroneous results provided to the clinicians? -- no, since all positively reported samples are checked again in the laboratory, no false results were communicated to the clinicians. If yes, was there any negative impact to the patient? -- no negative impact."

Manufacturer narrative:
B.5. Describe event or problem: it was reported that the bd bactec¿ mgit¿ 320 system produced a false positive result. Swabs were taken and sub-cultured with the results returning as negative. Erroneous results were not reported to the clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter: "according to the customer, they had false positive samples and therefore blocked the positions the customer noticed it himself during the counter measurement and reported it on 15.02. To the technician." "Did they perform an acid smear and were the vials sub cultured? -- swabs were taken from the affected samples and then sub cultured. What was the result? -- the affected samples were negative. Were any erroneous results provided to the clinicians? -- no, since all positively reported samples are checked again in the laboratory, no false results were communicated to the clinicians. If yes, was there any negative impact to the patient? -- no negative impact."

Event description:
It was reported that the bd bactec¿ mgit¿ 320 system produced a false positive result. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "according to the customer, they had false positive samples and therefore blocked the positions the customer noticed it himself during the counter measurement and reported it on 15.02. To the technician."

Manufacturer narrative:
H.6 investigation summary: this complaint alleges a failure on a mgit 320 instrument (p/n: 441743, s/n: (B)(6). The customer called in to report false positive results. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse replaced the detector board and flex cable and tested the instrument without issue. Service followed up with the customer on (B)(6) and the customer reported no further issues. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number: (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause is unknown at this time. This complaint is confirmed. Complaint history for results was reviewed for the month of february. The upper control limit was not breached, and trends were not identified associated with this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). This complaint will be included in the periodic trend review. Per baltrm-mgit320_960-aph revision 5, the hazard associated with this complaint is false positive, which is an s3; reference row ID 2.2.